Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient receiving morphine (at an unknown concentration at .9294 mg/day) via an implantable infusion pump. The indication for use was spinal pain. It was reported that the patient's pump hadn't worked right since 2017. It was noted that the pump made the patient's legs tremble when they stand, gave them cold chills and made their hair stand at the ends. It was noted that the patient missed a scheduled refill appointment and their pump was currently empty. The caller stated that they wanted the pump removed. No further complications have been reported as a result of this event.